Event description:
It was reported that needle 26x3/8 ib leaked. The following information was provided by the initial reporter: it was reported leakage. Verbatim: (B)(4). ¿ caller reported that they were able to pull insulin out of the vial, but could not get into cart. Contact (mom) tried a different syringe, but same cart. Contact reported needle encountered no resistance and plunged into cart all the way in. At that point, contact reported smelling insulin, hands were wet from insulin, apparently leaking at cart. Contact thinks leak was at septum port. Contact said it was ""a lot"" of insulin, not just a few drops. Cts documented cart leaking case issue. ((B)(4) cart leak) number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Was the syringe/needle reused? - no. Product lot # - customer unable to provide. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product available for return to bd? ¿ no. Was caller able to fill a cartridge with insulin? ¿ no. Resolution ¿ contact replaced cart and was able to resume insulin successfully.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the limited investigation results, a cause for the reported incident could not be determined. Rationale: CAPA not required at this time.